Event description:
During the device evaluation, the video system center exhibited a distorted image with noise and stripes on the monitor. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h3 ("no" was selected in error on the initial report) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the investigation results, the root cause could not be definitively identified; however, it is likely that loosening of the video connector locking led to the malfunction where 'noise and stripe patterns are distorted and displayed on the monitor. Olympus will continue to monitor field performance for this device.